Event description:
The following information was reported: the groin was free of oozing and hematoma. The patient was hospitalized. It is unknown if the patient's hospitalization was mynx related or not. The patient ended up passing away. The patient had multiple things going on including severe copd (chronic obstructive pulmonary disease). The doctor doesn't know if the event was caused by the mynx device/procedure. No autopsy was done or CT scan to confirm what exactly happened per the patient's family. On (B)(6) 2015, the sales representative reported: the doctor reported that he doesn't believe the event was mynx related but he is unsure what the cause of the death was. The doctor reported that no issues were encountered during the mynx device deployment. The doctor does not want to provide any additional information. Date of procedure: approximately 1 month from 4/6/15 date of death: 3-4 days after the mynx procedure vessel type: arterial procedure type: interventional coronary sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the doctor doesn't believe the event was mynx related but he is unsure what the cause of the death was. The doctor reported that no issues were encountered during the mynx device deployment. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.